Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the customer's facility to investigate the device. During the inspection performed on site, the motor controller board was identified as the cause of the reported malfunction. The board was replaced, a test was successfully performed and the unit was put back in service.

Event description:
Livanova received a report stating that a s5 roller pump stop occurred at the very end of the procedure showing the error message "motor controller failure". The issue was solved by restarting the pump. However, the pump stopped again when the pump was tested. There was no report of patient injury.